Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving gablofen (1000 mcg/ml at 288.9 mcg/day) via an implantable pump for unknown indications for use. It was reported that after the patient delivered her baby two years ago, the pump repositioned and started bumping up against her right rib cage. The pump was repositioned on her left side more medial for comfort.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.